Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the device showed grey bar longevity two days in a row prior to implant. The device had been at room temperature for twenty four hours in between. The device was not implanted. No patient complications have been reported as a result of this event.